Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed an no parts were replaced. The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The tip of the returned probe is bent slightly back. Otherwise, with markers attached and fully seated, the probe returns good geometry and divot error readings with normal tracking. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site has a pedicle probe that was bent during sterile processing. No patient was present at the time of the event.